Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump history was noted to be missing and the pump indicated a data log corruption. The customer¿s blood glucose was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.